Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('the time of undergoing hsg she developed subsequent post-procedure endometritis') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal spasm, cervical radiculopathy and tobacco abuse. Gross: uterus is pear-shaped. The serosal surface is disrupted with prominent instrumentation marks, subserosal hemorrhage and delicate scattered fibrous tags superiorly. There is a prominent ectropion. The endocervical canal shows scattered nabothian cysts with a smooth yellow-tan lining. The left fallopian tube shows evidence of prior tubal ligation. It is 2.5 cm in length, 1-2 mm in width with prominent fimbrial adhesions to the ovarian surface. The right ovary is rectangular 4.5 x 3 x 2 cm. It has a smooth to gyriform purple-tan to white serosa with scattered fibrous tags. Laterally there is a 2.5 cm blood filled cyst that has a smooth gray-tan lining without papillation. The remainder of the ovary shows dense white ovarian cortex with a few follicles. The right fallopian tube has prior evidence of tubal ligation, 3.5 cm in length with uniform 1 mm diameter and prominent adhesion to the ovarian surface. Concurrent conditions included abdominal pain, fever, vaginal discharge, genital bleeding, dysfunctional uterine bleeding, lung lobectomy, lung mass, bronchitis, pneumonia, hamartoma, white blood cell increased, cervix inflammation, chronic cervicitis, uterine fibrosis, bleed in luteal cyst, nabothian cyst, cystoscopy, adhesiolysis, endometriosis, ovarian adhesion and endometrioma. Concomitant products included amoxicillin, ceftriaxone sodium (rocephin), codeine phosphate;paracetamol (tylenol with codeine no.3), doxycycline, erythromycin, gabapentin (neurontin), hydrocodone bitartrate;paracetamol (norco), ibuprofen from (B)(6) 2014 to (B)(6) 2014, levofloxacin (levaquin), medroxyprogesterone, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014, methocarbamol, metronidazole (flagyl 250), oxycodone and salbutamol (albuterol hfa) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding),"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems ¿ depression/psych injury") and anxiety ("psychological or psychiatric problems ¿ anxiety/ mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection") and hypersensitivity ("allergy"). The patient was treated with surgery (total hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the endometritis, migraine, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, vaginal infection and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometritis, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014 (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impressions: - there may be some mild inflammatory changes seen around the cervix; however, no free air, free fluid, or focal fluid collection identified within the pelvis. No additional abnormalities are present to explain patient's lower abdominal pain. The appendix is normal. - mild diverticulosis without findings to indicate diverticulitis. - mild to moderate right pleural effusion with mild atelectasis at the right lung base. This presumably is related to the recent right lower lobectomy - otherwise unremarkable.. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion impression: retroverted uterus. Normal position of the essure catheters with complete blockage of both fallopian tubes.. Pathology test - on (B)(6) 2014: uterus ¿ uterine cervix negative for dysplasia, chronic cervicitis. Proliferative endometrium. Adenomyosis. Uterine serosal fibrosis. Left ovary ¿ focal serosal endometriosis bilateral fallopian tubes ¿ meso-fimbrial adhesions; prior tubal ligation right ovary ¿ hemorrhagic corpus luteal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia concerning the injuries reported in this case, the following one was described in patient¿s medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporters information updated. Event: abdominal pain, general abnormal bleeding, vaginal infection, allergy were added. Event verbatim were updated : abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding),physical pain/pelvic pain.event outcome were updated to recovered: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, allergy, vaginal infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('the time of undergoing hsg she developed subsequent post-procedure endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal spasm, cervical radiculopathy and tobacco abuse. Gross: uterus is pear-shaped. The serosal surface is disrupted with prominent instrumentation marks, subserosal hemorrhage and delicate scattered fibrous tags superiorly. There is a prominent ectropion. The endocervical canal shows scattered nabothian cysts with a smooth yellow-tan lining. The left fallopian tube shows evidence of prior tubal ligation. It is 2.5 cm in length, 1-2 mm in width with prominent fimbrial adhesions to the ovarian surface. The right ovary is rectangular 4.5 x 3 x 2 cm. It has a smooth to gyriform purple-tan to white serosa with scattered fibrous tags. Laterally there is a 2.5 cm blood filled cyst that has a smooth gray-tan lining without papillation. The remainder of the ovary shows dense white ovarian cortex with a few follicles. The right fallopian tube has prior evidence of tubal ligation, 3.5 cm in length with uniform 1 mm diameter and prominent adhesion to the ovarian surface. Concurrent conditions included abdominal pain, fever, vaginal discharge, genital bleeding, dysfunctional uterine bleeding, lung lobectomy, lung mass, bronchitis, pneumonia, hamartoma, white blood cell increased, cervix inflammation, chronic cervicitis, uterine fibrosis, bleed in luteal cyst, nabothian cyst, cystoscopy, adhesiolysis, endometriosis, ovarian adhesion, endometrioma and dyspareunia. Concomitant products included (), amoxicillin, ceftriaxone sodium (rocephin), doxycycline, erythromycin, gabapentin (neurontin), hydrocodone bitartrate;paracetamol (norco), ibuprofen from (B)(6) 2014 to (B)(6) 2014, levofloxacin (levaquin), medroxyprogesterone, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014, methocarbamol, metronidazole (flagyl 250), oxycodone and salbutamol (albuterol hfa) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding),"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems ¿ depression/psych injury") and anxiety ("psychological or psychiatric problems ¿ anxiety/ mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection") and hypersensitivity ("allergy"). The patient was treated with surgery (total hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the endometritis, migraine, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, abdominal pain, vaginal infection and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometritis, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2014 patient received treatment for : vaginal infection left side-5 coils and right side-7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impressions: there may be some mild inflammatory changes seen around the cervix; however, no free. Air, free fluid, or focal fluid collection identified within the pelvis. No additional abnormalities. Are present to explain patient's lower abdominal pain. The appendix is normal. Mild diverticulosis without findings to indicate diverticulitis. Mild to moderate right pleural effusion with mild atelectasis at the right lung base. This presumably is related to the recent right lower lobectomy. Otherwise unremarkable. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion impression: retroverted uterus. Normal position of the essure catheters with complete blockage of both fallopian tubes. Pathology test - on (B)(6) 2014: uterus ¿ uterine cervix negative for dysplasia, chronic cervicitis. Proliferative endometrium. Adenomyosis. Uterine serosal fibrosis. Left ovary ¿ focal serosal endometriosis bilateral fallopian tubes ¿ meso-fimbrial adhesions; prior tubal ligation right ovary ¿ hemorrhagic corpus luteal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia concerning the injuries reported in this case, the following one was described in patient¿s medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporters information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('the time of undergoing hsg she developed subsequent post-procedure endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal spasm, cervical radiculopathy and tobacco abuse. Gross: uterus is pear-shaped. The serosal surface is disrupted with prominent instrumentation marks, subserosal hemorrhage and delicate scattered fibrous tags superiorly. There is a prominent ectropion. The endocervical canal shows scattered nabothian cysts with a smooth yellow-tan lining. The left fallopian tube shows evidence of prior tubal ligation. It is 2.5 cm in length, 1-2 mm in width with prominent fimbrial adhesions to the ovarian surface. The right ovary is rectangular 4.5 x 3 x 2 cm. It has a smooth to gyriform purple-tan to white serosa with scattered fibrous tags. Laterally there is a 2.5 cm blood filled cyst that has a smooth gray-tan lining without papulation. The remainder of the ovary shows dense white ovarian cortex with a few follicles. The right fallopian tube has prior evidence of tubal ligation, 3.5 cm in length with uniform 1 mm diameter and prominent adhesion to the ovarian surface. Concurrent conditions included abdominal pain, fever, vaginal discharge, genital bleeding, dysfunctional uterine bleeding, lung lobectomy, lung mass, bronchitis, pneumonia, hamartoma, white blood cell increased, cervix inflammation, chronic cervicitis, uterine fibrosis, bleed in luteal cyst, nabothian cyst, cystoscopy, adhesiolysis, endometriosis, ovarian adhesion and endometrioma. Concomitant products included amoxicillin, ceftriaxone sodium (rocephin), codeine phosphate;paracetamol (tylenol with codeine no.3), doxycycline, erythromycin, gabapentin (neurontin), hydrocodone bitartrate;paracetamol (norco), ibuprofen from (B)(6) 2014 to (B)(6) 2014, levofloxacin (levaquin), medroxyprogesterone, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014, methocarbamol, metronidazole (flagyl 250), oxycodone and salbutamol (albuterol hfa) from (B)(6) 2014 to (B)(6) 2014. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems anxiety/ mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(4) 2014. At the time of the report, the endometritis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, endometritis, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen on (B)(6) 2014: impressions: there may be some mild inflammatory changes seen around the cervix; however, no free air, free fluid, or focal fluid collection identified within the pelvis. No additional abnormalities are present to explain patient's lower abdominal pain. The appendix is normal. Mild diverticulosis without findings to indicate diverticulitis. Mild to moderate right pleural effusion with mild atelectasis at the right lung base. This presumably is related to the recent right lower lobectomy otherwise unremarkable. Hysterosalpingogram on (B)(6) 2014: results: total bilateral occlusion impression: retroverted uterus. Normal position of the essure catheters with complete blockage of both fallopian tubes. Pathology test on (B)(6) 2014: uterus, uterine cervix negative for dysplasia, chronic cervicitis. Proliferative endometrium. Adenomyosis. Uterine serosal fibrosis. Left ovary focal serosal endometriosis bilateral fallopian tubes: meso-fimbrial adhesions; prior tubal ligation right ovary hemorrhagic corpus luteal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs+mr received new events: abnormal bleeding (vaginal, menorrhagia); dysmenorrhea; migraines/headaches, psychological or psychiatric problems, depression anxiety and mental anguish, endometritis were added. Removal details added. Outcome for pain updated. New reporters, plaintiffs information added. Concomitant conditions, drugs added. Historical conditions and lab data added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.